Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three (3) separate cable tensioners have a cable stuck in the devices. Issue was discovered after an unknown procedure on (B)(6) 2018 and after the devices were cleaned. No patient harm was reported. This report is for one (1) cable tensioner. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part number: 391.201; synthes lot number: p507217; supplier lot number: n/a; release to warehouse date: october 31, 2001; expiration date: n/a; supplier: pioneer surgical technology. An manufacturer review record (mrr) was generated during production for 95 parts without a cert. Parts were rejected. The passivation process is controlled at pioneer surgical technology. The passivation will be removed from the synthes source control drawing. This non-conformance is not relevant to the complaint condition since it is not related to complaint condition of cable stuck in cable tensioner. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary: investigation: returned to rti surgical was the following: product description: tensioner, cable,synthes, synthes part number: 391.201, rti part number: 400-810, lot number: p507217, qty: (B)(4), manufacture date: 10/01/2001, revision level: l, synthes complaint number: (B)(4), synthes po number: (B)(4), rti notification number: (B)(4). Investigation phase: complaint was forwarded to rti surgical quality systems on 8/6/2018 by thomas saldutti, customer quality product handler with depuy-synthes. The two devices were returned to rti surgical on 8/10/2018. (There were two other tensioners returned. They have been broken off onto a separate complaint notification due to both having a different lot number). Inspection results for this device is as follows: tensioner was returned free of any stuck cable. Tensioner passed functional testing per work instructions. See attached work instructions for further referencing. Date of manufacture: 10/01/2001, date of failure: -8/6/2018, days to failure: 6,153 days. A DHR review was conducted and found that the device met specification prior to shipping. Further investigation will not be performed at this time as the risk associated with this occurrence is low for both patient and/or user. This complaint will be logged for trending purposes. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.